Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was wear of the mesh. Patient was not involved. As a result of many years of using the device, the mesh in the transplant is insufficiently cut. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). On june 13, 2018, it was reported that the device produced an insufficiently cut. The customer returned a meshgraft ii device, serial number (B)(6), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has previously repaired/evaluated meshgraft ii serial number (B)(6) as documented in the repair reports in livelink or vdoc. Product review of the meshgraft ii by medicrea on june 25, 2018 revealed the device was damaged. The calibration was out of specification. The cutter, roller, side plate and handle were all damaged. Repair of the meshgraft ii was performed by medicrea on july 3, 2018 which included replacement of the cutter, side plate, roller and handle. Meshgraft ii, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device produced an insufficiently cut¿ was confirmed since during the product review the cutter and roller were both damaged. The cause of the insufficiently cut was due to the damaged cutter and roller. The root cause of the insufficiently cut could not be determined with the provided information since it is unknown how the damage occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(6), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.